Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. Unomedical hereby submits this initial report in response to the warning letter cms #(B)(4). Complaint investigation results: a complaint was received for the autosoft xc product. However, the lot number was not provided, a complaint was received for the autosoft xc product an investigation was initiated under complaint investigation child record(B)(4). Unfortunately, no specific lot number was identified, which limits traceability, and no samples are available for tests. Investigation actions were initiated to assess current controls and identify potential risks. Investigation actions current controls review: a list of existing controls in the autosoft xc manufacturing line is being compiled to document how leak failures and other defects are currently detected and prevented. 100% leak test in final assembly: every product is tested for leaks using two machines during final assembly. Any product that fails is removed and scrapped. This process follows the work instructions in document (B)(4) rev. 108. The pfmeca for inset assembly line 6 (used as reference for all similar lines) shows a severity of 5 (critical) and an occurrence of 1 (remote) for leak detection. According to the risk management procedure (doc. (B)(4), this means the risk is acceptable and unlikely to happen. Water sampling leak test before release: a sample of finished products is tested in water before release, using an acceptance level of 0.65% (aql), as per document (B)(4) rev 14. The pfmeca for the packaging process also shows a severity of 5 and occurrence of 1, indicating the risk is remote and acceptable. The investigation confirms that leak detection controls are in place during the inset final assembly and packaging processes. Based on the pfmeca evaluations and risk management criteria, the likelihood of leak failures is considered remote. Findings: current controls, including 100% leak testing and water sampling, are in place to detect and prevent leaks in autosoft xc products. Although the lot number is unavailable, the controls reviewed demonstrate a low risk of harm to the end user. Trend analysis: a total of 2,203 leak-at-site complaints related to autosoft xc infusion sets were analyzed, covering data from 2023 to 2025. The overall trend remained stable, with a temporary spike observed in august 2024. Cpm values stayed within expected ranges, and all tested lots passed leakage verification. A review of nc and CAPA records identified only one related nc, with no assignable root cause and no further related records. No systemic issue was detected, and no CAPA was initiated. The complaints appear to be isolated, and the investigation outcome is inconclusive. Personnel notification and training: all operators involved in the manufacturing of autosoft xc were notified of the issue. A documented training session was conducted to reinforce awareness of the failure mode and proper handling procedures. Training sessions were carried out across all shifts, focusing on the potential failure mode, correct handling procedures, and the critical role of visual and functional inspections. These sessions served as a reminder to remain vigilant and maintain high standards in daily operations. This effort helped ensure that everyone involved continues to follow established controls and remains attentive to any signs of deviation, even in cases where product traceability is limited. Conclusion: the investigation into the leak-at-site complaint for the autosoft xc product was limited by the absence of a specific lot number and product samples. Despite this, a thorough review of current manufacturing controls, trending data, and personnel awareness actions was conducted. Manufacturing controls, including 100% leak testing and water sampling, are in place and documented through pfmeca and risk management procedures. These controls are considered effective, with a remote likelihood of failure. Trending analysis of 2,203 complaints from 2023 to 2025 showed a stable pattern, with an isolated spike in august 2024. Cpm values remained within acceptable ranges, and all tested lots passed leakage verification. Only one nc was identified, with no assignable root cause and no further related records. No CAPA was initiated. Personnel involved in the manufacturing process were notified and retrained to reinforce awareness of the failure mode and inspection protocols. Based on the available data, no systemic issue was identified. The complaint appears to be an isolated case, and the investigation outcome is inconclusive, with a low risk of recurrence. Conclusion summary of complaint investigation previously performed on (B)(6) 2025: the investigation for this complaint was previously completed under child complaint record(B)(4). The following summary reflects the results of that prior investigation. Due to the absence of a lot number and returned products, the investigation was limited to a high-level review of the autosoft xc product family. This included an eqms search, complaint trending, and a review of applicable manufacturing controls and risk management documentation. No evidence of a systemic issue was identified, and leak related risks remain low based on current pfmeca ratings and established 100% leak testing and aql sampling controls. Based on the available information, no further action is required for this individual complaint. The record will continue to be monitored through pms and may be reopened if additional information becomes available. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint due to the lack of a lot number and absence of returned product. Corrective and preventive action (CAPA) determination - conclusion: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tubing was leaking at the site event occured on (B)(6) 2024. The infusion set was in use for two days.the patient replaced infusion set and resumed insulin deliveries successfully. No further information available.